Manufacturer narrative:
(B)(4). Batch # m52l84 additional information was requested and the following was obtained: when the knife of the device could not move any further after forwarded 1cm on the 1st firing, did the device deliver any staples? Yes, the several proximal staples were deployed. If yes, were the staples formed properly? No, they were formed irregularly. If yes, was the staple line complete? No. When the knife of the device could not move any further after forwarded 1cm on the 1st firing, did the device cut? The device cut at the proximal segment. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? It was reported dull knife. Was the knife reverse button attempted prior to using the manual lever (manual override)? Yes. Was buttressing material utilized? If so, which product? No. The ec45a device was received for analysis with no visual non-conformances and with an the analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with two cartridge reloads present. Cartridge (b) ecr45b, (B)(4) was received unfired and in good visual conditions. Cartridge (c) ecr45b, (B)(4) was received unfired and in good visual conditions. The manual override system was reset and the instrument was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No malformed staples o partial fire were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the knife of the device could not move any further after forwarded one centimeter on the first firing. The knife could not be returned either. The surgeon pulled the manual lever and removed the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.